Event description:
It was reported the lead was explanted and replaced due to high capture threshold. There were no complications during replacement procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.